Event description:
The facility reported that the loaner mayfield modified skull clamp (a1059p) slipped with the patient attached. No information on delay in procedure or patient injury has been made available.

Manufacturer narrative:
The mayfield modified skull clamp loaner (a1059p) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The returned unit was in good working order, and no maintenance is required. Further, since there was patient involvement, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted there were no issues with the skull clamp. Root cause - the complaint is not confirmed as the retuned unit was in good working order. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.